Event description:
It was reported that a piece of the stopper was sheared into the medication vial via the blunt fill needle, and was drawn up into the bd luer-lok¿ tip syringe of propofol. This was noticed before reaching the patient. The following information was provided by the initial reporter: "while working at an endoscopy center, I recently observed a bit of debris floating in a syringe of propofol that I had drawn up. I set the syringe aside; it never touched the patient. Later investigation reveals that the 18 gauge blunt needle used to pierce the polymer stopper on the vial had apparently cored the stopper and that the debris seen was the polymer core."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. The customer's address is unknown. Maryland, USA has been used as a placeholder based on the FDA headquarters. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5114990. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.